Event description:
Patient was receiving rf treatment and two small burns were detected at the reference site.

Manufacturer narrative:
Manufacturer returned product, along with photo of the patients burns. It was obvious by the photo and the pad surface that contacted the patient that the pad was not applied to maximize surface area contact. Neurotherm had already modified the labeling of the reference pad to be even more explicit about how to attach the pad, and the risks associated with incorrect patient attachment.